Manufacturer narrative:
The device was used for an off-label indication. Product ID: 309328, lot# b0382743k, implanted: (B)(6) 2007, product type: lead. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported the patient had an atrial tachycardia event that required a synchronized cardioversion to revert the arrhythmia. Three days after the procedure, the patient indicated that their incontinence symptoms had returned and their patient programmer was blinking when they tried to activate their device. The representative interrogated the device and it showed that the device was undergone a power on reset. The device was reprogrammed and the patient had perfect bowel function again since. A follow up report will be sent if additional information is received.

Event description:
Additional information received reported the cardioversion occurred on (B)(6) 2014 and the patient saw the manufacturer representative on (B)(6) 2014.